Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-1554.

Event description:
It was reported to boston scientific corporation in 2005 that a rapid exchange biliary stent system was used during an endoscopic retrograde cholangiopancreatography (patient gender, age and weight are unknown). According to the complainant, the guide wire malfunctioned causing the stent to malfunction. The procedure was completed with another rapid exchange biliary stent system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Visual examination of the returned devices revealed that a kinked or bent push catheter. Further examination revealed that the push wire was bent it two locations. The cause of the reported malfunction is undetermined. The device history record for this lot was reviewed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for this lot.